Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / colic-type pain') and vaginal cuff dehiscence ('dehiscence of suture of vaginal vault after sexual intercourse') in a 37-year-old female patient who had essure (batch no. 626807) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation on (B)(6) 2016, breast nodule (dominant nodules, architectural distortion or microcalcifications suspicious of neoplastic pathology are not delimited. Isolated bilateral calcifications of benign radiological characteristics. Bi-rads 2) on (B)(6) 2016, smoker (smoker since 1998; 15 cigarettes a day), surgery (two c-sections and one curettage. Breast augmentation), allergic reaction (allergic reaction to medical product in correct dose - patient with generalized pruritus when taking nolotil and tramadol. She has presented generalized pruritus when taking tramadol and metamizole, but without welts or erythema or other symptoms. She tolerates dexketoprofen, paracetamol and ibuprofen well), human papilloma virus test positive (hpv carrier) and parity 2. No chronic diseases, no family history of atopy. Concurrent conditions included lsil (low-grade squamous intraepithelial lesion) since 2012, anxiety since 2009 and alopecia since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced iron deficiency anaemia ("iron deficiency anemia"), 6 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced cervical dysplasia ("squamous atypia of undetermined significance") and papilloma viral infection ("hpv positive"). On (B)(6) 2018, the patient experienced abdominal pain lower ("abdomen painful on deep palpation in the left iliac fossa"). On (B)(6) 2018, the patient experienced heavy menstrual bleeding ("hypermenorrhea/ very abundant periods (before, during and after menstruation)"). On (B)(6) 2019, the patient experienced allergy to metals ("positive for nickel"). On (B)(6) 2019, the patient experienced the first episode of urinary tract infection ("urine infection") with pelvic pain, pyrexia and dysuria and post procedural haemorrhage ("little vaginal bleeding, very little metrorrhagia since the intervention device removal"). On (B)(6) 2019, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization) with coital bleeding, abdominal pain, pelvic pain and vaginal haemorrhage. On (B)(6) 2019, the patient experienced vaginal discharge ("expulsion of white material through the vagina after valsalva at home"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("colic-like pain"), back pain ("low-back pain"), dysmenorrhoea ("painful periods/ progressive dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic discomfort ("pelvic distension"), pruritus ("itching in feet and hands (sometimes other parts of the body)"), intermenstrual bleeding ("hypermenorrhea") with genital haemorrhage, uterine spasm ("uterine contractions"), headache ("headache"), fatigue ("extreme tiredness"), alopecia ("hair loss"), hot flush ("hot flashes"), the second episode of urinary tract infection ("urinary infection"), candida infection ("candidiasis"), gingival bleeding ("bleeding in gums"), noninfective gingivitis ("inflammation in gums"), hypoaesthesia ("numbness in hands and feet"), muscle spasms ("internal spasms in face, hands and feet (not visible outside)"), swelling ("swelling"), metal poisoning ("metallosis"), tooth loss ("teeth loss"), endometriosis ("endometriosis"), hypersensitivity ("allergic reaction"), depression (" depression"), anxiety ("anxiety"), insomnia ("insomnia ") and amnesia ("memory loss ") and was found to have uterine leiomyoma ("myomatous uterus") with pelvic pain. The patient was hospitalized from (B)(6) 2019 and then from (B)(6) 2019. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid), dexketoprofen, fosfomycin, ibuprofen, paracetamol and surgery (essure removal via total hysterectomy with bilateral salpingectomy on (B)(6) 2019 and colporrhaphy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the vaginal cuff dehiscence had resolved. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, pelvic discomfort, allergy to metals, pruritus, intermenstrual bleeding, uterine spasm, headache, fatigue, alopecia, hot flush, the last episode of urinary tract infection, candida infection, gingival bleeding, noninfective gingivitis, hypoaesthesia, muscle spasms, swelling, metal poisoning, tooth loss, endometriosis, hypersensitivity, uterine leiomyoma, vaginal discharge, iron deficiency anaemia, cervical dysplasia, papilloma viral infection, post procedural haemorrhage, depression, anxiety, insomnia and amnesia outcome was unknown and the dyspareunia and heavy menstrual bleeding had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, candida infection, cervical dysplasia, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gingival bleeding, headache, heavy menstrual bleeding, hot flush, hypersensitivity, hypoaesthesia, insomnia, intermenstrual bleeding, iron deficiency anaemia, metal poisoning, muscle spasms, noninfective gingivitis, papilloma viral infection, pelvic discomfort, pelvic pain, post procedural haemorrhage, pruritus, swelling, tooth loss, uterine leiomyoma, uterine spasm, vaginal cuff dehiscence, vaginal discharge, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: on (B)(6) 2019 she refers to diffuse abdominal discomfort, physician prescribe blissel, on (B)(6) 2019 no notable cytological atypia has been seen, cytology within normal limits, on (B)(6) 2019 she reports that she continues with pelvic pain. She reports that the pain has improved somewhat since the surgery, but they persist, although they are mild. The pain is continuous, it is located mainly in the lumbar area and groin. She has reported discomfort in the middle of urination for 2 weeks. On (B)(6) 2020 covid-19 test negative, on (B)(6) 2020 contact by telephone with the patient referring a week of diarrhea, generalized osteomuscular pain, sporadic dry cough, headache and odynophagia. No fever, no dyspnea or other symptomatology, on (B)(6) 2020 she continues with diarrheal bowel movements (which are decreasing), cough crises, chest pain with pleuritic characteristics (continuous, worsens with cough), low-grade fever last night (37.2 degrees). On (B)(6) 2020 clinical improvement of diarrheal bowel movements, persists cough and polyarthralgia, no dyspnea, low-grade fever predominantly at night. On (B)(6) 2020 persists with diarrheal bowel movements (3-4 a day without pathological products). Allergic reaction to tramadol and metamizole was ruled out. Diagnostic results (normal ranges are provided in parenthesis if available): blood fibrinogen (150 - 450 mg/dl) - on (B)(6) 2019: 528 mg/dl. Blood glucose (74 - 110 mg/dl) - on (B)(6) 2019: 72 mg/dl. Blood test - on (B)(6) 2019: blood count: haemoglobin 13.6 g/dl. Platelets 222000/mcl. Leukocytes 14200/mcl (88% polymorphonuclear). Coagulation: normal. C-reactive protein (0.0 - 0.5 mg/dl) - on (B)(6) 2019: 12.2 mg/dl. Colporrhaphy - on (B)(6) 2019: without any incidents. During the examination under anesthesia, we visualised a 2-3 cm dehiscence of vaginal vault suture, horizontal, with exit from intestinal loop into the vagina. Main diagnosis: dehiscence of suture in vaginal vault. Gynaecological examination - on (B)(6) 2019: shows vaginal vault with suture remnants, no dehiscent, no blood debris, no bleeding, no leukorrhea; on (B)(6) 2019: examination performed, all parameters being normal; on (B)(6) 2019: speculoscopy shows a high vaginal vault, well epithelialized and integrated. On touch, integrated vault and vault tenderness. Haematocrit (40.0 - 54.0 %) - on (B)(6) 2019: 33.4 %; on (B)(6) 2019: 36.2 %; on (B)(6) 2020: 39.3 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2019: 10.9 g/dl; on (B)(6) 2019: 11.6 g/dl. Mammogram - on (B)(6) 2016: isolated bilateral calcifications with benign radiological characteristics. Bilateral breast implant. Bi-rads 2 study conducted without evidence of malignancy; on (B)(6) 2016: bilateral breast prosthesis. The ultrasound study performed did not show cystic or solid nodules in the left breast. Rest of the ultrasound study without significant alterations. Bi-rads 2. Neutrophil count (1.8 - 7.5 10*3/ml) - on (B)(6) 2019: 9.5 10*3/ml; on (B)(6) 2019: 12.4 10*3/ml. Neutrophil percentage (42.0 - 73.0 %) - on (B)(6) 2019: 79.7 %; on (B)(6) 2019: 87.7 %. Po2 (40 - 50 mmhg) - on (B)(6) 2020: 29 mmhg. Pathology test - on (B)(6) 2019: procedures: total hysterectomy with bilateral salpingectomy, macroscopic:labeled as total hysterectomy plus prophylactic double salpingectomy, a total hysterectomy specimen was received with a deformed appearance measuring 12 x 7 x 8 cm of major axes, including a 4 x 4 x 2 cm cervix, showing a patent external cervical os. The right and left uterine tubes measure 9 cm and 11 cm, they are occupied by a metallic device of the essure type. In the myometrial thickness, a nodular, whitish, solid structure, with a swirling appearance, homogeneous, measuring 4.5 x 4.5 x 4.5 cm can be seen. (Blocks a1-a2 cervix, a3-a5 endometrium and isthmus to fundus, a6 myoma, a7 right tube, a8 left tube). Microscopic: the nodules described are made up of cells of elongated morphology, eosinophilic cytoplasm, with oval nuclei without atypia or mitosis. Histologically, the cervix is lined by a flat, polystratified epithelium with a good maturation gradient, without dysplasia. In the chorion, the presence of a histologically nonspecific inflammatory infiltrate is also identified. Histologically, in both tubes, a well-structured tubal mucosa is observed, lined by a pseudostratified columnar epithelium without dysplasia that covers a well-structured chorion with vascular dilation and congestion. Diagnosis : cervical squamous metaplasia, initial secretory endometrium leiomyomas, fallopian tubes without notable histological alterations. Principal diagnostic: suspicion of endometriosis, other diagnoses: ascus. Hpv carrier. Polymerase chain reaction - on (B)(6) 2018: positive for hpv. Red blood cell count (4.60 - 5.70 10 thousand per microlitre) - on (B)(6) 2019: 3.54 10 thousand per microlitre; on (B)(6) 2019: 3.87 10 thousand per microlitre; on (B)(6) 2019: 4.5 10 thousand per microlitre; on (B)(6) 2020: 4.26 10 thousand per microlitre. Skin test - on (B)(6) 2018: silver nitrate test had been positive; on (B)(6) 2019: positive for nickel, allergic contact dermatitis due to silver nitrate; on (B)(6) 2019: silver nitrate test had been positive. Smear test - on (B)(6) 2018: squamous atypia of undetermined significance; on (B)(6) 2018: squamous atypia of undetermined significance. Ultrasound scan vagina - on (B)(6) 2009: a control ultrasound was performed that verified their normal insertion; on (B)(6) 2018: a subserous myoma on the left posterolateral side of 43x44mm; on (B)(6) 2019: free, no suggestive collections are observed; on (B)(6) 2019: ultrasound unremarkable; on (B)(6) 2019: echo shows the absence of a uterus, and ovaries of normal size and echostructure, without free fluid. Urine analysis - on (B)(6) 2019: proteins + (appr. 30 mg / dl), ketone bodies + (apr 10 mg / dl), hemoglobin appr. 5-10 ery./microl, leukocyte esterase appr. 25 cells / microl. Under the microscope:mild bacteriuria, red blood cells: 5-10 /cells, leukocytes 1 5 /cells. Abundant scaly epithelial cells. White blood cell count (4.0 - 10.0 10*3/ml) - on (B)(6) 2019: 11.90 10*3/ml; on (B)(6) 2019: 14.20 10*3/ml. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number for this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal cuff dehiscence ('dehiscence of suture of vaginal vault after sexual intercourse') in a (B)(6)-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (smoker since 1998; 15 cigarettes a day), surgery (two c-sections and one curettage. Breast augmentation), allergic reaction (allergic reaction to medical product in correct dose - patient with generalized pruritus when taking nolotil and tramadol. She has presented generalized pruritus when taking tramadol and metamizole, but without welts or erythema or other symptoms. She tolerates dexketoprofen, paracetamol and ibuprofen well) and human papilloma virus test positive (hpv carrier). No chronic diseases, no family history of atopy. Concurrent conditions included lsil (low-grade squamous intraepithelial lesion). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced allergy to metals ("positive for nickel"), 9 years 11 months after insertion of essure. On (B)(6) 2019, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("colic-like pain"), back pain ("low-back pain"), menorrhagia ("very abundant periods (before, during and after menstruation)"), dysmenorrhoea ("painful periods"), metrorrhagia ("hypermetrorrhagia"), pruritus ("itching in feet and hands (sometimes other parts of the body)"), uterine spasm ("uterine contractions"), pelvic discomfort ("pelvic distension"), headache ("headache"), fatigue ("extreme tiredness"), alopecia ("hair loss"), hot flush ("hot flashes"), urinary tract infection ("urinary infection"), candida infection ("candidiasis"), amnesia ("memory loss "), gingival bleeding ("bleeding in gums"), noninfective gingivitis ("inflammation in gums"), hypoaesthesia ("numbness in hands and feet"), muscle spasms ("internal spasms in face, hands and feet (not visible outside)"), swelling ("swelling"), drug hypersensitivity ("allergic reaction to tramadol and metamizole ruled out"), metal poisoning ("metallosis"), tooth loss ("teeth loss"), depression (" depression"), insomnia ("insomnia ") and anxiety ("anxiety"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 and then from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (colporrhaphy and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the vaginal cuff dehiscence had resolved. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, dysmenorrhoea, metrorrhagia, allergy to metals, pruritus, uterine spasm, pelvic discomfort, headache, fatigue, alopecia, hot flush, urinary tract infection, candida infection, amnesia, gingival bleeding, noninfective gingivitis, hypoaesthesia, muscle spasms, swelling, drug hypersensitivity, metal poisoning, tooth loss, depression, insomnia and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, candida infection, depression, drug hypersensitivity, dysmenorrhoea, fatigue, gingival bleeding, headache, hot flush, hypoaesthesia, insomnia, menorrhagia, metal poisoning, metrorrhagia, muscle spasms, noninfective gingivitis, pelvic discomfort, pelvic pain, pruritus, swelling, tooth loss, urinary tract infection, uterine spasm and vaginal cuff dehiscence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: blood count: haemoglobin 13.6 g/dl. Platelets 222000/mcl. Leukocytes 14200/mcl (88% polymorphonuclear). Coagulation: normal. Colporrhaphy - on (B)(6) 2019: without any incidents. During the examination under anesthesia, we visualised a 2-3 cm dehiscence of vaginal vault suture, horizontal, with exit from intestinal loop into the vagina. Main diagnosis: dehiscence of suture in vaginal vault. Pathology test - on (B)(6) 2019: right and left tubes occupied by essure-type metallic devices. Both tubes show well-structured tubal mucosa lined by a pseudostratified columnar epithelium without dysplasia covering a well-structured chorion with vascular dilation and congestion. Diagnosis: cervical squamous metaplasia; initial secretory endometrium; leiomyomas; fallopian tubes without relevant histological alterations. Ultrasound scan vagina - on (B)(6) 2019: free, no suggestive collections are observed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal cuff dehiscence ('dehiscence of suture of vaginal vault after sexual intercourse') and multiple episodes of pelvic pain ('pelvic pain / colic-type pain', 'mild pelvic pain', 'myoma pain', 'pain at the abdominal level, at the vaginal level and a sensation of pricking pain') in a 37-year-old female patient who had essure (batch no. 626807) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation on (B)(6) 2016, breast nodule (dominant nodules, architectural distortion or microcalcifications suspicious of neoplastic pathology are not delimited. Isolated bilateral calcifications of benign radiological characteristics. Bi-rads 2) on (B)(6) 2016, smoker (smoker since 1998; 15 cigarettes a day), surgery (two c-sections and one curettage. Breast augmentation), allergic reaction (allergic reaction to medical product in correct dose - patient with generalized pruritus when taking nolotil and tramadol. She has presented generalized pruritus when taking tramadol and metamizole, but without welts or erythema or other symptoms. She tolerates dexketoprofen, paracetamol and ibuprofen well), human papilloma virus test positive (hpv carrier) and parity 2. No chronic diseases, no family history of atopy. Concurrent conditions included lsil (low-grade squamous intraepithelial lesion) since 2012, anxiety since 2009 and alopecia since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced iron deficiency anaemia ("iron deficiency anemia"), 6 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced cervical dysplasia ("squamous atypia of undetermined significance") and papilloma viral infection ("hpv positive"). On (B)(6) 2018, the patient experienced the first episode of pelvic pain ("myoma pain") and abdominal pain lower ("abdomen painful on deep palpation in the left iliac fossa"). On (B)(6) 2018, the patient experienced hypermenorrhea ("hypermenorrhea") and dysmenorrhea ("progressive dysmenorrhea"). On (B)(6) 2019, the patient experienced allergy to metals ("positive for nickel"). On (B)(6) 2019, the patient experienced the first episode of urinary tract infection ("urine infection") with pelvic pain, pyrexia and dysuria and post procedural haemorrhage ("little vaginal bleeding, very little metrorrhagia since the intervention device removal"). On (B)(6) 2019, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization), coital bleeding ("spotting after sexual intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("spotting"). On (B)(6) 2019, the patient experienced the second episode of pelvic pain ("mild pelvic pain") and the third episode of pelvic pain ("pain at the abdominal level, at the vaginal level and a sensation of pricking pain"). On (B)(6) 2019, the patient experienced vaginal discharge ("expulsion of white material through the vagina after valsalva at home."). On an unknown date, the patient experienced the fourth episode of pelvic pain (seriousness criteria hospitalization and intervention required), colicky ("colic-like pain"), back pain ("low-back pain"), bleeding menstrual heavy ("very abundant periods (before, during and after menstruation)"), painful periods ("painful periods"), intermenstrual bleeding ("hypermetrorrhagia"), pruritus ("itching in feet and hands (sometimes other parts of the body)"), uterine spasm ("uterine contractions"), pelvic discomfort ("pelvic distension"), headache ("headache"), fatigue ("extreme tiredness"), alopecia ("hair loss"), hot flush ("hot flashes"), the second episode of urinary tract infection ("urinary infection"), candida infection ("candidiasis"), amnesia ("memory loss "), gingival bleeding ("bleeding in gums"), noninfective gingivitis ("inflammation in gums"), hypoaesthesia ("numbness in hands and feet"), muscle spasms ("internal spasms in face, hands and feet (not visible outside)"), swelling ("swelling"), drug hypersensitivity ("allergic reaction to tramadol and metamizole ruled out"), metal poisoning ("metallosis"), tooth loss ("teeth loss"), depression (" depression"), insomnia ("insomnia "), anxiety ("anxiety"), genital haemorrhage ("excessive bleeding"), endometriosis ("endometriosis"), hypersensitivity ("allergic reaction") and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 and then from (B)(6) 2019 to (B)(6) 2019. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid), dexketoprofen, fosfomycin, ibuprofen, paracetamol and surgery (essure removal via total hysterectomy with bilateral salpingectomy on (B)(6) 2019 and colporrhaphy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the vaginal cuff dehiscence had resolved. At the time of the report, the last episode of pelvic pain, colicky, back pain, bleeding menstrual heavy, painful periods, intermenstrual bleeding, allergy to metals, pruritus, uterine spasm, pelvic discomfort, headache, fatigue, alopecia, hot flush, the last episode of urinary tract infection, candida infection, amnesia, gingival bleeding, noninfective gingivitis, hypoaesthesia, muscle spasms, swelling, drug hypersensitivity, metal poisoning, tooth loss, depression, insomnia, anxiety, genital haemorrhage, endometriosis, hypersensitivity, uterine leiomyoma, coital bleeding, abdominal pain, vaginal discharge, iron deficiency anaemia, cervical dysplasia, papilloma viral infection, abdominal pain lower, post procedural haemorrhage and vaginal haemorrhage outcome was unknown and the hypermenorrhea, dyspareunia and dysmenorrhea had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, candida infection, cervical dysplasia, coital bleeding, depression, drug hypersensitivity, dysmenorrhea, dyspareunia, endometriosis, fatigue, genital haemorrhage, gingival bleeding, headache, hot flush, hypermenorrhea, hypersensitivity, hypoaesthesia, insomnia, intermenstrual bleeding, iron deficiency anaemia, metal poisoning, muscle spasms, noninfective gingivitis, papilloma viral infection, pelvic discomfort, post procedural haemorrhage, pruritus, swelling, tooth loss, uterine leiomyoma, uterine spasm, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, the first episode of pelvic pain, the first episode of urinary tract infection, bleeding menstrual heavy, colicky, painful periods, the second episode of pelvic pain, the second episode of urinary tract infection, the third episode of pelvic pain and the fourth episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2019 she refers to diffuse abdominal discomfort, physician prescribe blissel, on (B)(6) 2019 no notable cytological atypia has been seen, cytology within normal limits, on (B)(6) 2019 she reports that she continues with pelvic pain. She reports that the pain has improved somewhat since the surgery, but they persist, although they are mild. The pain is continuous, it is located mainly in the lumbar area and groin. She has reported discomfort in the middle of urination for 2 weeks. On (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020 covid-19 test negative, on (B)(6) 2020 contact by telephone with the patient referring a week of diarrhea, generalized osteomuscular pain, sporadic dry cough, headache and odynophagia. No fever, no dyspnea or other symptomatology, on (B)(6) 2020 she continues with diarrheal bowel movements (which are decreasing), cough crises, chest pain with pleuritic characteristics (continuous, worsens with cough). Low-grade fever last night (37.2ºc). On (B)(6) 2020 clinical improvement of diarrheal bowel movements. Persists cough and polyarthralgia. No dyspnea. Low-grade fever predominantly at night. On (B)(6) 2020 persists with diarrheal bowel movements (3-4 a day without pathological products). Diagnostic results (normal ranges are provided in parenthesis if available): blood fibrinogen (150 - 450 mg/dl) - on (B)(6) 2019: 528 mg/dl. Blood glucose (74 - 110 mg/dl) - on (B)(6) 2019: 72 mg/dl. Blood test: on (B)(6) 2019: blood count: haemoglobin 13.6 g/dl. Platelets 222000/mcl. Leukocytes 14200/mcl (88% polymorphonuclear). Coagulation: normal. C-reactive protein (0.0 - 0.5 mg/dl)- on (B)(6) 2019: 12.2 mg/dl. Colporrhaphy: on (B)(6) 2019: without any incidents. During the examination under anesthesia, we visualised a 2-3 cm dehiscence of vaginal vault suture, horizontal, with exit from intestinal loop into the vagina. Main diagnosis: dehiscence of suture in vaginal vault. Gynaecological examination: on (B)(6) 2019: shows vaginal vault with suture remnants, no dehiscent, no blood debris, no bleeding, no leukorrhea; on (B)(6) 2019: examination performed, all parameters being normal; on (B)(6) 2019: speculoscopy shows a high vaginal vault, well epithelialized and integrated. On touch, integrated vault and vault tenderness. Haematocrit (40.0 - 54.0 %) - on (B)(6) 2019: 33.4 %; on (B)(6) 2019: 36.2 %; on (B)(6) 2020: 39.3 %. Haemoglobin (12.0 - 16.0 g/dl) - on (B)(6) 2019: 10.9 g/dl; on (B)(6) 2019: 11.6 g/dl. Mammogram: on (B)(6) 2016: isolated bilateral calcifications with benign radiological characteristics. Bilateral breast implant. Bi-rads 2 study conducted without evidence of malignancy; on (B)(6) 2016: bilateral breast prosthesis. The ultrasound study performed did not show cystic or solid nodules in the left breast. Rest of the ultrasound study without significant alterations. Bi-rads 2.. Neutrophil count (1.8 - 7.5 10*3/ml): on (B)(6) 2019: 9.5 10*3/ml; on (B)(6) 2019: 12.4 10*3/ml. Neutrophil percentage (42.0 - 73.0 %): on (B)(6) 2019: 79.7 %; on (B)(6) 2019: 87.7 %. Po2 (40 - 50 mmhg): on (B)(6) 2020: 29 mmhg. Pathology test: on (B)(6) 2019: procedures: total hysterectomy with bilateral salpingectomy, macroscopic:labeled as total hysterectomy plus prophylactic double salpingectomy, a total hysterectomy specimen was received with a deformed appearance measuring 12 x 7 x 8 cm of major axes, including a 4 x 4 x 2 cm cervix, showing a patent external cervical os. The right and left uterine tubes measure 9 cm and 11 cm, they are occupied by a metallic device of the essure type. In the myometrial thickness, a nodular, whitish, solid structure, with a swirling appearance, homogeneous, measuring 4.5 x 4.5 x 4.5 cm can be seen. (Blocks a1-a2 cervix, a3-a5 endometrium and isthmus to fundus, a6 myoma, a7 right tube, a8 left tube). Microscopic: the nodules described are made up of cells of elongated morphology, eosinophilic cytoplasm, with oval nuclei without atypia or mitosis. Histologically, the cervix is lined by a flat, polystratified epithelium with a good maturation gradient, without dysplasia. In the chorion, the presence of a histologically nonspecific inflammatory infiltrate is also identified. Histologically, in both tubes, a well-structured tubal mucosa is observed, lined by a pseudostratified columnar epithelium without dysplasia that covers a well-structured chorion with vascular dilation and congestion. Diagnosis: cervical squamous metaplasia, initial secretory endometrium leiomyomas, fallopian tubes without notable histological alterations. Principal diagnostic: suspicion of endometriosis, other diagnoses: ascus. Hpv carrier. Polymerase chain reaction: on (B)(6) 2018: positive for hpv. Red blood cell count (4.60 - 5.70 10 thousand per microlitre) - on (B)(6) 2019: 3.54 10 thousand per microlitre; on (B)(6) 2019: 3.87 10 thousand per microlitre; on (B)(6) 2019: 4.5 10 thousand per microlitre; on (B)(6) 2020: 4.26 10 thousand per microlitre. Skin test: on (B)(6) 2018: silver nitrate test had been positive; on (B)(6) 2019: positive for nickel, allergic contact dermatitis due to silver nitrate; on (B)(6) 2019: silver nitrate test had been positive. Smear test: on (B)(6) 2018: squamous atypia of undetermined significance; on (B)(6) 2018: squamous atypia of undetermined significance. Ultrasound scan vagina: on (B)(6) 2009: a control ultrasound was performed that verified their normal insertion; on (B)(6) 2018: a subserous myoma on the left posterolateral side of 43x44mm; on (B)(6) 2019: free, no suggestive collections are observed; on (B)(6) 2019: ultrasound unremarkable; on (B)(6) 2019: echo shows the absence of a uterus, and ovaries of normal size and echostructure, without free fluid.. Urine analysis: on (B)(6) 2019: proteins + (appr. 30 mg/dl), ketone bodies + (apr 10 mg / dl), hemoglobin appr. 5-10 ery./microl, leukocyte esterase appr. 25 cells/microl. Under the microscope:mild bacteriuria, red blood cells: 5-10/cells, eukocytes 1 5 /cells.abundant scaly epithelial cells. White blood cell count (4.0 - 10.0 10*3/ml): on (B)(6) 2019: 11.90 10*3/ml; on (B)(6) 2019: 14.20 10*3/ml. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: the follow information were updated: ab data, lote number, other treatment products, allergic reaction, genital bleeding, uterine myomatosis, endometriosis, urinary infection, abdominal pain, post coital bleeding vaginal discharge, iron deficiency anemia, cervical dysplasia, human papilloma virus infection, iliac fossa pain, dysmenorrhea , dyspareunia, hypermenorrhea, post procedural haemorrhage, onset date added to abdominal pain, hair loss, anxiety we received a lot number for this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain and vaginal cuff dehiscence ('dehiscence of suture of vaginal vault after sexual intercourse') in a 41-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (smoker since 1998; 15 cigarettes a day), surgery (two c-sections and one curettage. Breast augmentation), allergic reaction (allergic reaction to medical product in correct dose - patient with generalized pruritus when taking nolotil and tramadol. She has presented generalized pruritus when taking tramadol and metamizole, but without welts or erythema or other symptoms. She tolerates dexketoprofen, paracetamol and ibuprofen well) and human papilloma virus test positive (hpv carrier). No chronic diseases, no family history of atopy. Concurrent conditions included lsil (low-grade squamous intraepithelial lesion). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced allergy to metals ("positive for nickel"), 9 years 11 months after insertion of essure. On (B)(6) 2019, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain (colic-like pain), back pain ("low-back pain"), menorrhagia ("very abundant periods before, during and after menstruation), dysmenorrhoea ("painful periods"), metrorrhagia (hypermetrorrhagia), pruritus (itching in feet and hands, sometimes other parts of the body), uterine spasm (uterine contractions), pelvic discomfort (pelvic distension), headache, fatigue (extreme tiredness), alopecia (hair loss), hot flush (hot flashes), urinary tract infection (urinary infection), candida infection (candidiasis), amnesia (memory loss), gingival bleeding (bleeding in gums), noninfective gingivitis (inflammation in gums), hypoaesthesia (numbness in hands and feet), muscle spasms (internal spasms in face, hands and feet, not visible outside), swelling, drug hypersensitivity (allergic reaction to tramadol and metamizole ruled out), metal poisoning (metallosis), tooth loss (teeth loss), depression, insomnia and anxiety. The patient was hospitalized from (B)(6) 2019 and then from (B)(6) 2019. The patient was treated with surgery (colporrhaphy and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the vaginal cuff dehiscence had resolved. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, dysmenorrhoea, metrorrhagia, allergy to metals, pruritus, uterine spasm, pelvic discomfort, headache, fatigue, alopecia, hot flush, urinary tract infection, candida infection, amnesia, gingival bleeding, noninfective gingivitis, hypoaesthesia, muscle spasms, swelling, drug hypersensitivity, metal poisoning, tooth loss, depression, insomnia and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, candida infection, depression, drug hypersensitivity, dysmenorrhoea, fatigue, gingival bleeding, headache, hot flush, hypoaesthesia, insomnia, menorrhagia, metal poisoning, metrorrhagia, muscle spasms, noninfective gingivitis, pelvic discomfort, pelvic pain, pruritus, swelling, tooth loss, urinary tract infection, uterine spasm and vaginal cuff dehiscence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: blood count: haemoglobin 13.6 g/dl. Platelets 222000/mcl. Leukocytes 14200/mcl (88% polymorphonuclear). Coagulation: normal. Colporrhaphy - on (B)(6) 2019: without any incidents. During the examination under anesthesia, we visualised a 2-3 cm dehiscence of vaginal vault suture, horizontal, with exit from intestinal loop into the vagina. Main diagnosis: dehiscence of suture in vaginal vault. Pathology test - on (B)(6) -2019: right and left tubes occupied by essure-type metallic devices. Both tubes show well-structured tubal mucosa lined by a pseudostratified columnar epithelium without dysplasia covering a well-structured chorion with vascular dilation and congestion. Diagnosis: cervical squamous metaplasia; initial secretory endometrium; leiomyomas; fallopian tubes without relevant histological alterations. Ultrasound scan vagina - on (B)(6) 2019: free, no suggestive collections are observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.